Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2013-11284. It was reported the patient has been experiencing pain, swelling, and warmth while recharging the ipg. The patient has refused to receive a replacement charging system. The patient may have blood work done to rule out infection. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patient's related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.